Event description:
It was reported that blood loss occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 25mm watchman laa closure device & delivery system (wds) were used. A transseptal puncture was performed and a double curve was was inserted but it did not slide easily as there was a fair amount of resistance. The pigtail catheter was inserted and placed in the anterior lobe of the laa. The 25mm wds was flushed and attempted to be inserted. The device would not slide inside of the sheath smoothly and the delivery system accordioned. The patient pressure levels started to drop and the groin was bleeding heavily. Two non-bsc vascular closure devices were used to close the vein after the case and the case was aborted and a laa closure device was not used. The labs were drawn, blood was given and surgery was called. The patient was transferred to the operating room. In the operating room, the non-bsc vascular closure device was noted to have sutured the femoral artery and vein together and ripped both vessels. The patient did have a repair and was admitted overnight. The patient's status was hemodynamical stable and they have since been discharged.